Event description:
Angioedema on the upper lip [angioedema]. Rha3 to the upper lip [off label use]. A united states report received from a health care professional on 02-sep-2021. A nurse reported that an african american female patient of an unknown age received rha3 for an unknown indication on (B)(6) 2021. The patient received an unknown volume of rha3 to the upper lip using an unknown injection technique. It was not reported if a cannula was used for the administration of rha3. The needle from the box was used. Previous cosmetic procedures and medical history were not provided. Concomitant medications included the pfizer covid-19 vaccine administered on an unknown date in (B)(6)2021. Food supplements were not provided. On an unknown date in (B)(6) 2021, the patient experience angioedema on the upper lip area. On (B)(6) 2021, the patient was treated with hyaluronidase. The outcome of the event was unknown. The intensity of the events was not provided. It was unknown if the product was available for return (pending clarification during follow up). (B)(4). No additional information was available at the time of this report.